Event description:
Failure to alarm: not alarming when leaking.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go. The complaint was unconfirmed, upon an evaluation of the returned device. The performance inspections determined that various damaged parts may have contributed to not alarming. The root cause for damages is undetermined. The device was repaired, inspected and tested to meet all specifications before released. The DHR review for serial# (B)(4) showed no issues during manufacturing. All renasys go pump go through a series of performance test and visual checks prior to release to market. Review of historical complaints for serial # (B)(4) showed no prior issues. Based on information provided, we are unable to determine cause of the alarm issue. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described. Per clinical guidelines, it is important that the hole in the transparent film be cut to 0.6cm and opening in soft port is properly aligned with opening in transparent film to ensure a good seal and decrease risk of false alarm. No injury or adverse clinical outcome to the patient reported. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.